Manufacturer narrative:
Device evaluation summary: device eval of monitor (B)(4) has been completed. The reported problem (battery communication issues) was confirmed. Upon evaluation the battery communication faults were caused by a defective programmable logic device (u1003). The root cause for the defective u1003 component could not be positively identified but was likely random component failure. No adverse event resulted from the defective u1003 component. The pt received a replacement monitor.

Event description:
A zoll pt service representative (psr) called to report that a (B)(6) female patient's monitor was having battery communication issues. The pt was issued a replacement monitor.